Event description:
It was reported the patient's ipg became inoperable and patient lost therapy. As a result, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue. Therapy was restored post operatively, reportedly.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.